Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("dry flow introducer broke on tip and went in the cavity / the broken part came out intact / only the catheter broke - not the cannula") and complication of device insertion ("complication of device insertion") in a (B)(6) female patient who had essure (batch no. D14832) inserted for female sterilization. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure treatment was not changed. At the time of the report, the device breakage and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: essure was inserted on (B)(6) 2017 following the IFU instructions. After purple handle was removed, there was an object noted in cavity. Md (medical doctor) was able to remove with grasping device and it was noted to be the catheter from the dry flow introducer, this was removed without problems. It appeared cracked. Quality-safety evaluation of ptc: lot#: d14832 - production date: 07-oct-2014 - expiration date: 28-oct-2017 since the sample was not returned, we can't confirm a breakage on the introducer. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of damage or breakage of the introducer is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 28-mar-2017: physician returned questionnaire - device breakage with essure: IFU instructions were followed but dry flow introducer catheter broke at tip during insertion in cavity, broken part was hysteroscopically removed from uterus. Essure was in place and continued. Patient recovered. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and this report describes the occurrence of device breakage ("dry flow introducer broke and went in the cavity / the broken part came out intact / only the catheter broke - not the cannula"). The event, seen as device breakage, is anticipated according to the reference safety information for essure. In this particular case, the device breakage occurred during insertion procedure. The broken part was hysteroscopically removed from uterus. Essure was in place and patient recovered. A causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have product technical analysis was performed as review of the manufacturing batch records (complaint sample was not available). According to results, this lot was performed per requirements and the products meet all release requirements. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No further information is expected.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("dry flow introducer broke and went in the cavity / the broken part came out intact / only the catheter broke - not the cannula") in a female patient who received essure (batch no. D14832) for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient started essure. On (B)(6) 2017, the same day after starting essure, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). Essure treatment was not changed. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage and complication of device insertion with essure. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and this report describes the occurrence of device breakage ("dry flow introducer broke and went in the cavity / the broken part came out intact / only the catheter broke - not the cannula"). The event, seen as device breakage, is anticipated according to the reference safety information for essure. In this particular case, the device breakage occurred during insertion procedure. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot#: d14832 - production date: 07-oct-2014 - expiration date: 28-oct-2017. Since the sample was not returned, we can't confirm a breakage on the introducer. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of damage or breakage of the introducer is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality safety evaluation of ptc. On 10-mar-2017: additional information: initial date essure replacement request was received was (B)(6) 2017 and the essure was inserted on same day (not 13-feb-2017). Further information was provided for the implantation process (see reporter's comment). Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and this report describes the occurrence of device breakage ("dry flow introducer broke and went in the cavity / the broken part came out intact / only the catheter broke - not the cannula"). The event, seen as device breakage, is anticipated according to the reference safety information for essure. In this particular case, the device breakage occurred during insertion procedure. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have product technical analysis was performed as review of the manufacturing batch records (complaint sample was not available). According to results, this lot was performed per requirements and the products meet all release requirements. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. A product technical analysis and further information are expected.